Event description:
It was reported that the stent delivery system became stuck on the guidewire. A v-14 control wire was selected for use. A carotid wallstent was advanced over the v-14 without issue. After the wallstent was successfully deployed, the physician went to withdraw the stent delivery system. There was difficulty withdrawing, and the delivery system became stuck on the v-14. The guidewire and delivery system were removed as one unit. Outside of the patient, the guidewire and delivery system were able to be separated. There were no patient complications.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the stent delivery system became stuck on the guidewire. A v-14 control wire was selected for use. A carotid wallstent was advanced over the v-14 without issue. After the wallstent was successfully deployed, the physician went to withdraw the stent delivery system. There was difficulty withdrawing, and the delivery system became stuck on the v-14. The guidewire and delivery system were removed as one unit. Outside of the patient, the guidewire and delivery system were able to be separated. There were no patient complications.